Event description:
It was reported that the right atrial automatic threshold (raat) test was suspended due to noise, a low evoked response and the rate being too high. The left ventricular automatic threshold (lvat) test also showed out-of-range intrinsic amplitudes, the electrogram (egm) showing probably loss of lv capture. Possible intermittent oversensing of atrial signals on the left ventricular (lv) channel, with lv pacing inhibition, was also observed. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.